Event description:
The customer reported that a pt had been mis-administered during radiation treatment. The customer only reported that the plan had not been properly normalized. The customer also alleges that no software failure occurred. No serious injury to the pt was reported, only an allegation that the pt had been mistreated. Attempts were made to retrieve additional info, but no further details are unk to varian at this time. The customer did report that their facility is reporting to their local state health agency.

Manufacturer narrative:
Additional follow-up was performed with the customer to find out additional info regarding the alleged misadministration. The customer confirmed that a misadministration to a pt had occurred. It was reported that following the hospital's internal investigation, the misadministration was due to a user error during the normalization of the treatment plan. The customer confirmed again that no product malfunction had occurred. Even though, no additional info could be gathered from the customer, varian has determined that a MDR is appropriate, as there's not enough info that a serious injury has not occurred. No further follow up is anticipated. (B) (4).